Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The complaint is not confirmed as no sample was received (physical or sample device photos), and no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. A review of the batch records associated with the manufacture of lot tata021b was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that that total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. No escalation, no deviation, and no corrective and /or preventive actions are warranted at this time. A review of the monthly report (jun 2024) for advate bj3 was also performed relative to the subcategory "leaking". The complaint rate for 2024 is approximately (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
The complaint states, "trouble with the baxject iii. It leaked out everywhere [device leakage] patient only got one-half to one cc of med [incomplete dose administered]". Follow up information: "(B)(6) 2024 - ms reached out to qa 1000 oaks on lot number clarity. On 30 may 2024 - qa 1000 oaks confirmed lot number, case updated with lot and drug product updated to advate bj3".